Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed that there were 162 treated episodes, 135 untreated episodes and 1 shock administered. During an in-office visit, the device counter was reset to zero and afterwards the physician can see 3 episodes. The physician suspects a device memory issue. It was reported that the patient recently underwent an MRI scan. Additional information received indicates that engineering analysis of the device memory confirmed that there is no malfunction nor device resets or faults. There was an abnormal value stored in the total counter and will remain present as it is in the life counter data. No intervention was recommended. No adverse patient effects were reported. The device remains implanted and in service.